Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 4.5, lab: 3.3. Tests were done about 3 hrs apart. Pt self tester just started testing on the inratio meter; has only tested twice since receiving it. Pt had a cyst on her back lanced off on (B)(6) 2011, she was in the ER on (B)(6) 2011 because the wound was gushing blood. Her inr was tested in the ER; inr=4.5. Doctor held her coumadin dose for 2 days and she retested today. Was given antibiotics and pain medication on friday. Stopped taking antibiotics by saturday because results came back that the cyst was not infected. Pt reports having trouble getting blood to drop onto the green light. While testing today, she tipped the strip over so that the blood would fall into the well.